Event description:
Pt underwent cochlear implant surgery in 2007. A post operative x-ray and CT scan revealed the electrode array was not within the cochlea. At that time, the surgeon decided to remove the device, the pt had abnormal anatomy due to mondini disease. The pt's device was explanted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reported event as closed. According to info rec'd from the center, the device will not be returned to the company. This is the final report.